Event description:
It was reported that the fiber cap detached during the prostate procedure at 126,340 joules. It is unknown if the device was inside the patient at the time of the detachment, however, it appears it may have been during use. The location of the cap is unknown, however, there was no report of the device remaining inside the patient or that cap retrieval was performed. Additional information was not provided. There was no report of patient injury.

Manufacturer narrative:
The component codes fiber and cap are associated with the device code broke.